Event description:
The customer reported the phaco tip broke in the eye. The surgeon was able to retrieve the two pieces. The incision was enlarged and the pieces were removed with a forceps. An iol was implanted, and the wound was sutured. The surgeon requested advice on whether testing should be performed on the pt to check if all pieces of the tip were removed. The company contacted the medical monitor and the medical monitor advised an x-ray should identify any metallic pieces of the tip left in the eye. The medical monitor stated he would be happy to confer with the surgeon should the surgeon have further questions. The surgeon declined to call the medical monitor. The surgeon stated the pt is doing well with no problems.

Manufacturer narrative:
The customer stated they only used the single use tip once. The broken tip was noticed during phaco. They do not use a two handed technique. The customer sent two phaco tips in for evaluation, one tip that was used during the event and broke; and the other tip that was used to complete the case. The customer returned two 1.1mm round flared phaco tips (anodized partial blue) for evaluation. Both tips were visually inspected with the aid of a microscope at 30 magnifications. One phaco tip is not broken as noted from the complaint information. The unbroken tip has numerous gouges across all threads at several locations. There is scoring on the back of the flange with a large gouge present. The bevel is visually acceptable and met all product specifications. The second phaco tip is broken across the port location and back. The break is very jagged. The wall thickness at the break location is visually even. There is scoring on the back of the flange. There are two lines of gouges across all threads at 180 degrees from each other. Surgical material is partially obstructing the inside diameter at the port location. The device history records for the phaco tip lots were reviewed. The lots were released based on product acceptance criteria. All tips are 100% inspected at the end of the manufacturing process by trained operators to insure all visual quality requirements are present before release of a phaco tip. The one phaco tip is confirmed to be broken. The root cause of the broken phaco tip cannot be determined from this evaluation. The system operator's manual contains a caution to ensure the test chamber on the phaco tip is filled with bss sterile irrigating solution before tuning the phaco handpieces. Tuning a handpiece dry may result in premature tip failure and breakage. This information was provided to the customer.